Manufacturer narrative:
Additional information: d9, h3, h6 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with their right ventricular lead exhibiting decreased r-wave sensing values and over-sensing of atrial activity. An x-ray on (B)(6) 2020 revealed the lead had dislodged. Lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.